Event description:
It was reported that the c-arm brake on the 8800 system was loose (not holding). No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Readjusted the brake. The system was tested and found to be working as intended and placed back into service.